Manufacturer narrative:
Date rec'd from MFR: 21oct2019. Technical support (ts) recommended updating the system software and after customer performed update system now has additional error code message of 5 volt supply failed. Ts recommended replacing the unit's cpu and after replacement by customer, issue persists. Ts recommends replacing the original cpu and replacing the power management (pm) printed circuit board assembly (pcba). Customer replaced the power management board and this resolved the issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6)2019. Date of report: 22jul2019.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of primary alarm failed. The customer reported there was no patient involvement.